Event description:
It was reported that the patient complained of not feeling well and indicated that this happens after eating. Patient feels that digesting takes so much cardiac function that patient is unable to walk. Patient also noted that it is hard to fold clothes and hold up their arms. Patient also indicated that device is "acting like the battery is gone". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).